Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Correction to the initial medwatch. The aware date should be mar 11, 2024. Correction to the initial medwatch. The aware date should be mar 11, 2024. The customer's allegation was confirmed. The device was returned and evaluation revealed damages at every layer of packaging was found. Based on the results of the investigation, it is likely that the following led to the malfunction: the damage was likely caused from shipping/handling during transportation. A device history review revealed that this device was built to specifications without any reported rework or non-conformances. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the disposable collection set tubing was received repackaged and damaged. The issue occurred during receipt inspection. There were no reports of patient harm.